Event description:
On 03/14/2007, the lay user/patient contacted lifescan (another country) alleging that the one touch ultra2 meter was reading inaccurately high compared to feelings. Three days earlier (7:21am), the pt reported that her "329 mg/dl" meter reading was inaccurately high because she felt like she had low blood glucose symptoms (sweating and "tachycardia"). The pt's usual morning insulin regimen includes 6 units humalog and 6 units lantus in the morning; however, she only took 4 units of humalog because she felt hypoglycemic. The pt claimed that she does not have a sliding scale but would adjust her insulin based on her experiences, exercises, feelings, and meals. She also denied eating anything after taking the insulin. At 8:20 am, she woke up reportedly with hypoglycemia and then lost consciousness. Her blood glucose was not tested at the time, but her friend gave her a glucagon injection at 8:30 am. Within 15 minutes, the pt regained consciousness. At 8:50 am, the emergency physician arrived. The emergency physician felt that it was not necessary to test her blood glucose levels again and did not administer any medications since the pt was feeling much better about an hour later (9:47 am), the pt retested her blood glucose and the meter read "39 mg/dl". She was feeling "unwell" but did not have any specific symptoms. Following the test, she ate and drank something and claimed that she felt better by 10 am. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing techniques were used. However, the cca discovered that the pt did not clean her hands before testing. The cca noted that the control solution tests were within range. This complaint is being reported due to the following conclusion: the "329 mg/dl" did not correlate with the pt's symptoms of sweating and "tachycardia," which suggests low blood glucose levels. In addition, she lost consciousness about 1 hr after taking her insulin although she had already decreased her usual morning insulin dosages after getting the "329 mg/dl". The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.